Event description:
During a routine follow-up, the attending nurses were unable to communicate with the device. After making several attempts to interrogate the implantable cardiac defibrillator with multiple programmers, the decision was made to explant the device the following day.